Event description:
It was reported that the day after implant the patient had complaint of "pleural" pain. The right ventricular lead had increased threshold and was high. There were also diminished r-waves. The lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, lead, implanted (B)(6) 2014. (B)(4).